Event description:
The facility reported that the pt was transferred from a wheelchair in the maximove to a bed. The carers swivelled the pt in the hanger assembly to position pt over the bed. The four-point lift support broke away from the banger assembly, dropping the pt onto the bed. The pt suffered a skin tear on pt's hand.